Event description:
It was reported that the patient received inappropriate therapy during cautery. It was reported that therapy was delivered even though a magnet was placed on the device and the device was programmed to inhibit therapy when the magnet was present. Testing the magnet response was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.